Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the in the luer lock. Reportedly, the customer was able to prime out the air bubble during fill tubing process. Customer's blood glucose level was not impacted.